Manufacturer narrative:
E1: initial reporter details are unknown h3: product analysis: part # nav4680003; lot # em22j039 visual and optical inspection confirmed the tip of the interbody inserter has broken. Optical inspection revealed a fairly flat brittle fracture surface. It appears the tip broke due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that the threaded tip of the inserter broke off. There was no patient involved.